Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion: no longer applies to this event.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
It was reported that a motor stall occurred and recovered after more than two hours. Actions required reprogramming. The issue was reported as resolved. The cause of the issue was reported as determined and the reason provided was the pump had a motor stall three times with ¿repealed.¿ the pump logs indicated a motor stall occurred on 2015 (B)(6) at 23:17, recovered that same day at 23:28, stalled again on 2015 (B)(6) at 13:58 and recovered on 2015 (B)(6) at 11:57, stalled again on 2015 (B)(6) at 23:07, a stall was noted on 2015 (B)(6) at 09:02 and recovered that same day at 13:47. No patient symptoms were reported with this event. At the time of the report the patient's status was reported as alive-no injury. The device was planned to be explanted. This device system delivered sufentanyl. Additional information was requested to clarify resolution and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the pump was later replaced and being returned for analysis. The patient was currently doing well. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.